Event description:
The customer reported the system's image was distorted and the device shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pin31 was found crushed and repaired. The system was then found to be operating as intended.